Manufacturer narrative:
Correction: b5. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was difficult to retract back into the sheath. The balloon toggle switch was not working and the balloon catheter was feeding only partially into the sheath. The balloon catheter was eventually removed and the case was able to be completed with cryo. The balloon was torn in the attempt to retract and remove the catheter. Additionally, blood was noted in the connection between the coaxial umbilical cable and balloon catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter shaft was kinked; the kink was straightened out. It was noted the kink occurred between the handle of the balloon and the handle of the sheath. A system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was difficult to retract back into the sheath. The balloon toggle switch was not working and the balloon catheter was feeding only partially into the sheath. The balloon catheter was eventually removed and the case was able to be completed with cryo. The balloon was torn in the attempt to retract and remove the catheter. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection; blood was noted in the connection between the coaxial umbilical cable and balloon catheter. Blood was also noted in the console scavenging port. The port was removed and would be cleaned. No patient complications have been reported as a result of this event.